Event description:
It has been reported to co that this device leaked as the physician attempted to insert the diagnostic wire and catheter. The device was removed and replaced. The patient is reported as fine. The device is not being returned for co analysis.